Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k072642.

Event description:
It was reported that a screw (ilrghg) of a metal-acrylic fixed prothesis fractured. Fractured screw was removed. Tooth location 44.

Manufacturer narrative:
Certain® gold-tite® large hexed screw (ilrghg) was returned for investigation. Visual inspection of the as returned product identified fracture at the threaded tip of the ilrghg. DHR review was completed for the subject lot number 1100730. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1100730 for similar cause and no other complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(screw fracture) or devices (ilrghg). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection for the returned product. The most likely cause related to the event is patient bruxism. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
It was reported that a screw (ilrghg) of a metal-acrylic fixed prothesis fractured. Fractured screw was removed. Tooth location 28.